Event description:
A (B)(6) old female patient contacted zoll customer support to report that her device was alarming 'device disabled call 911.' When prompted to download, customer support reported several false asystole events. The patient was provided with a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (device disabled call 911 alarms / false asystole events) has been confirmed. Upon investigation, the trunk cable connector was cracked, exposing wires. The cause of the device disabled alarms and false asystole events is damage to the trunk cable connector and wires. The root cause of the damage cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged electrode belt connector. The patient received a replacement electrode belt.